Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported she woke up in the middle of the night vomiting and her blood glucose (bg) was reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). An hour later her bg did not decrease and she felt anxious so she went to the emergency room. Upon arrival she was treated with fluid and insulin intravenously. She was released from the hospital a few hours later. The pod was worn between 36 and 48 hours on the abdomen.